Event description:
The consumer states he sat on the rollator to shave in the morning, when the bar on the seat allegedly broke at the weld, causing the catheter bag to be caught and pulled. The consumer allegedly sustained bruising to his bladder.

Manufacturer narrative:
The consumer contacted invacare with information that a weld on a frame broke and the user fell, and sought medical attention. Injuries appear not to be serious and manufacturer is attempting to replace the device. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. MDR filed as a conservative measure.